Event description:
It was reported in a service report that there was intermittent bed motion. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
The product has been evaluated by the distributor who has been unable to diagnose the problem at this time.